Event description:
It was reported by service report that the error coded 303 was displayed. The foot left side rail switch and ibed were not working properly. No pt involvement or adverse consequences are reported.